Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas lost connectivity to a dexcom sensor after the ilet battery depleted and, upon restart, the sensor would not pair despite multiple troubleshooting steps including toggling dexcom g6/g7 modes, bluetooth cycling, app reinstallation, device restart, and reentry of the sensor pairing code; the device also displayed a bluetooth firmware version of all zeros, and a replacement ilet was arranged while the user utilized backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a failure to read the input signal associated with a firmware component, consistent with a bluetooth firmware defect. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem.